Manufacturer narrative:
Follow-up #1: date of submission 06/27/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm was verified in the black box and duplicated during the evaluation. Review of black box data found the reported call service alarm on the day of the complaint. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. Upon the first rewind/load attempt, the pump emitted the reported call service alarm. Pump casing was opened and a frozen motor assembly was found. Investigation determined a mechanical assembly fault lead to the failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump alarmed for cs064 at the rewind/load step which the user was unable to clear with pump reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.